Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4275004. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As neither physical samples nor picture samples were available for return, a thorough sample analysis could not be completed. If the affected samples become available for this incident or any potential future incidents, we would greatly appreciate the opportunity to review them. Based on the investigation results, an exact cause could not be determined for the reported event. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard foreign matter on needle/catheter. The following information was provided by the initial reporter, translated from *** to english: when opening the packaging to carry out the procedure, dirt with the appearance of a black line was observed on the gauge. After segregation, the product was discarded. Date of identification of occurrence: (B)(6) 2024 quantity identified as deviating: 1 unit when the occurrence with the product was identified: before starting the procedure was there any harm to the patient, healthcare professional, user or other? No was there a need for medical and/or surgical intervention due to what happened (imaging tests, surgery, administration of medication, etc.)? No tell us if the sample that presented the deviation is available for analysis: no if possible, please attach photo samples of the material with the deviation and its packaging, where it is possible to clearly see the occurrence reported. We don't have any pictures.